Event description:
Reportedly, the device delivered at a rate of 450cc/hr when the desired rate was 30cc/hr. The biomedical engineer and the risk manager stated that this incident was caused by operator error and that the device did not malfunction.